Manufacturer narrative:
Additional: the device manufacturer date was provided as 11/20/2018. Device MFR date of this follow up has been updated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: in follow up 1, the device evaluation was not included. Follow up 2, has the device evaluation included. Device evaluation: the product evaluation could not be performed as no sample was returned for investigation. The reported complaint cannot be confirmed. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. The review of the device history record (DHR) for ellips phaco handpiece showed that there were no related issues or related non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. Concomitant medical products: trypan blue dye, balance salt solution, viscoelastic: (healon gv pro and endocoat). Device manufacturer date is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a cataract patient was presented with endophthalmitis when using healon gv pro viscoelastic, healon endocoat, and an ellips fx handpiece. The surgery center did not have reason to believe the johnson and johnson (j&j) devices contributed or caused the onset of endophthalmitis but wanted to report the event as there has been a few cases since june of this year experiencing endophthalmitis. The surgery center shared all products used when treating each patient. As a proactive measure, all johnson & johnson devices that were used to treat the patient will be reported. Although, several attempts were made, no additional information was provided. The additional j&j device used on this patient was healon gv pro and healon endocoat. The healon gv pro-viscoelastic is reported under mfg reporting no. 3004750704-2019-00049. The healon endocoat-viscoelastic is reported under mfg reporting no. 3004750704-2019-00050.